Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to communicate with the ipg using the external devices. A replacement programmer was sent to the pt. The stimulation was still functional, but the ipg was depleting due to the inability to recharge. The sjm representative met with the pt and confirmed the issue, and the replacement device did not resolve the issue. Follow up identified the physician planned surgical intervention to address the issue.